Manufacturer narrative:
This report concerns a packaging issue for the device. The device was implanted. Physician provided serial numbers of (B)(6), but did not know which packaging was this issue. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reported issue: "when the paper was pulled back, it left a sticky residual paper lining on the sterile packaging."

Event description:
Company representative on behalf of healthcare professional reported "when the paper was pulled back, it left a sticky residual paper lining on the sterile packaging (instead of a clean tear off)". The device remains implanted.

Event description:
Healthcare professional reported, "when the paper was pulled back, it left a sticky residual paper lining on the sterile packaging (instead of a clean tear off)". The device remains implanted.